Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08710 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. No drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the unit and passed. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device communicated properly with the glucose sensor simulator and the minilink transmitter. No communication anomaly, calibration anomaly or unexpected sensor alarms noted. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the motor was louder, squirts insulin during priming, had unexplained no delivery and was loosing bluetooth connection after couple hours. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.